Manufacturer narrative:
Should additional information become available, this report will be updated.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator was experiencing premature battery depletion (pbd). It was noted that the patient heard beeping and it was confirmed to elective replacement indicator (eri). Device data showed the device's power consumption was increasing in a gradual fashion. It was noted that the increase in power consumption was consistent with hydrogen degradation of a component. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator was experiencing premature battery depletion (pbd). It was noted that the patient heard beeping and it was confirmed to be elective replacement indicator (eri). Device data showed the device power consumption was increasing in a gradual fashion. Technical services advised the boston scientific representative of the findings and that this device should be explanted. Currently, the device remains in service. No patient adverse effects were reported. Additional information was later reported from the field that the device was explanted and successfully replaced. There were no adverse patient effects reported.

Manufacturer narrative:
This product has not been returned to boston scientific. As a result, analysis of device data found higher-than-expected power consumption, consistent with premature battery depletion. However, available information was not sufficient to determine probable cause.